Event description:
Patient was revised to address dislocation. Poly wear was noted intraoperatively.

Manufacturer narrative:
Review of information indicated that the device removed on (B)(6) 2006 was not a depuy device. No further investigation is necessary at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Although patient reported competitors devices were revised, medical records were received on (B)(4) 2012 and indicate that depuy devices were implanted on (B)(6) 1999. The complaint was reopened and further investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** complaint has been reinstated due to review of the medical records. Although, the patient reported revision of non-depuy devices, it appears that there was a revision of depuy devices also. Part/lot information for head and locking ring was identified by invoice search; however, the part/lot info for the custom device could not be found. Doi: (B)(6) 1999. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the custom duraloc as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.